Event description:
It was reported that during a laparoscopic nephrectomy procedure, when the surgeon was using the device, the instrument fired but the cartridge did not contain any staples. Therefore, he had to suture the tissue. Also, the jaw of device did not open. There was no fatal effect for the patient, but the ns surgeon had to spend additional time to suture the tissue. Surgery was prolonged fifteen minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.